Event description:
(B)(4). Bloating, cramping all the time even when I'm not on my period, severe pain in lower back gets worse when on period. Can't lift heavy objects because of pain. Headaches and neck pain.